Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) stuck in the injector. Additional information has been requested., received and stated the incident occurred during surgery, during the injection, while the iol was progressing in the delivery system/during placement in the eye. After changing the implant and the cartridge, the surgery was completed, an iol of same diopter has been implanted and no patient harm has been reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).